Manufacturer narrative:
Summary of the investigation: device history report (DHR) analysis shows that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Almost all the episodes recorded in the device memory since 05 september 2024 (at least) showed oversensing and non-physiological signals (noise/artifacts) on the atrial channel. The origin of these simultaneous non-physiological signals is unknown. It could be located at lead level but cannot be confirmed with certainty. Based on available data and as the lead still implanted, a careful monitoring of the atrial lead integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). This case is retained and utilized for trending purposes. For more details, please refer to the report analysis.

Event description:
Reportedly, oversensing/ artifacts were recorded in the atrial egm channel and low impedance recorded.